Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 90mm aaa. It was reported the patient presented emergently to ER approximately 3 year later with abdominal pain. A CT performed showed a ia endoleak. As intervention the physician implanted an endurant ii aortic extension and three endoanchors, resolving the endoleak. Per the physician the cause of the ia endoleak was anatomy and aortic neck dilation. No additional clinical sequelae were provided and the patient will be monitored.